Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of a implantable pulse generator (ipg) it was noted that the inner packaging was not completely closed. However, the ipg was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the implantable pulse generator (ipg) packaging was returned, analyzed and no anomalies were found. The ipg packaging was received with the outer lid already removed from the outer tray. The inner tray was inside of the outer tray. The inner lid was not received.